Event description:
The customer's father reported that the insulin pump had a motor error alarm, a weak battery alert, then a blank display. Blood glucose level at the time of the incident was about 200 mg/dl. The customer's father did not list any significant events leading up to the motor error alarm. The customer's father declined to troubleshoot for the blank screen and was advised that the insulin pump would be replaced. The caller agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.